Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. This device was check in clinic with noise able to be reproduced. Device data and x-rays were sent to rhythmcare for review. Data review determined the r-wave amplitude was low during the onset of the observed oversensing and confirmed appropriate connection between electrode and device header. The device was programmed to the primary vector to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.